Manufacturer narrative:
The autopulse platform was returned to zoll circulation on (B)(4) 2013 for investigation. Visual inspection revealed no significant discrepancies. Review of archive data showed ua 45 and ua 18 were present. Functional testing was performed with passing results. Customer's reported problem was confirmed during investigation. The lifeband straps were not completely pulled out prior to turning on the device. Based on the eval results, a definitive root cause for the reported complaint could not be determined.

Event description:
It was reported that the autopulse platform displayed user advisory (ua) 45 error code while restarting the device during a full arrest. The device would not compress after that. MFR requested additional info on (B)(4) 2013 and received the following info on the same day: manual CPR was initiated. The reported ua 45 could not be cleared on the scene. The autopulse was able to be rebooted and restarted with no recurring errors. However, the pt was pronounced dead in the field. The cause of death is unk.